Manufacturer narrative:
This is a duplicate report that was previously reported on MDR # 3030677-2016-01678 with a pr number of (B)(4). The device investigation is pending. (B)(4).

Event description:
It has been reported that the AED is not functioning properly.